Manufacturer narrative:
Patient weight corrected. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was obtained, revealing that the ipg was repositioned via surgical intervention on (B)(6) 2024. Therapy was restored post op.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced difficulty charging the ipg following recent weight loss. Physical examination confirmed the ipg has shifted in the pocket. Surgical intervention may take place in the future to address the issue.